Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced two events of kinked cannulas on (B)(6) 2025. The site of insertion was abdomen. Patient noticed symptoms within three or more hours of insertion. High blood glucose (595 mg/dl) was addressed using correction injection via multiple daily injection, and correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.